Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, fluid collection, pain in right groin and scarring. Post-operative patient treatment included mesh revision surgery with implant of new bard soft mesh.